Event description:
The follow-up information was received on 19-jun-2019: the narrative and assessment sections were corrected. The patient reported an asymmetry due to more radiesse® was injected on one side compared to the other side. A histology was not performed, since CT already showed radiopaque material. The patient was going to send the reports. He also confirmed, that all his previously reported symptoms were gone. Due to the provided information, the outcome of all events was considered as, and therefore changed to resolved in 2019.

Event description:
The follow-up information was received on 29-jul-2019: the event 'indurations' was changed to 'indurations / hardened'. The surgery report was provided. The patient's year of birth (1987) was provided. He was 31 years old at the time of the events. On (B)(6) 2019, the patient had a surgery due to a nodule formation on both sides after a radiesse(+)® (reported as radiesse®) injection. The surgery report stated that a foreign body removal was performed on his face, both sides, by suction. The patient was in a pressure-free supine position under supervision with an electrocardiogram (ECG), nbd (as reported) and pulse oximetry. Magnifying glasses were used during the surgery. As reported, the surgical area was injected with 1% xylonest (with adrenaline) with a total of 15 ml per 8 punctures. The incisions were marked and the puncture incision was done with a 11 scalpel. An aspiration of the hardened nodules in the face was performed with the suction tube showing a whitish powder, that was extensively removed from the subcutaneous tissue. Sterile washing and covering was performed according to the hospital (reported as stkm) hygiene plan. At the end of the treatment, no more hardened nodules were felt. The outcome of the events remained unchanged.

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, infection, was deemed to meet serious injury criteria of necessitating medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record for radiesse(+) dermal filler lot 100111957 was reviewed. A lot search was conducted on the reported lot and no similar events were noted. No non-conformances were noted that would have contributed to this event.

Event description:
This spontaneous report was received from a (B)(6) physician (initially reported by a consumer) and concerns a male patient. He was injected in (B)(6) with a total of 6 ml of radiesse®, into the temple area and cheek on both sides, 1 week prior to this report, in (B)(6) 2019. As reported, he was injected with 3 ml of radiesse®, per side. In (B)(6) 2019, within one week after the treatment with radiesse®, the patient experienced an induration in the temple area. The patient read that radiesse® was soluble with sodium thiosulfate and wanted some information about it. He was referred for an MRI scan and depending on the results, the physician was going to plan the corrective treatment (probably triamcinolone / 5-fu, as reported). At the time of this report, the patient had no corrective treatment. The outcome of the event was reported as not resolved. The follow-up information was received on 04-apr-2019: events "round nodules", "edema" and "hematomas" were added. Suspect product was changed from radiesse® to radiesse(+)®. The patient was injected with a total of 3.3 ml of radiesse(+)® (not 6 ml as previously reported), into the temporal fossa, lower part of maxilla and cheek bones, on (B)(6) 2019. He was injected with 2 x 0.5 ml into temporal fossa, 2 x 0.5 ml into lower part of maxilla, and 0.8 ml right and 0.5 ml left into cheek bones, as reported. Batch number was reported as 100111957 (expiry date: 07/2020). A lot search was conducted on the reported lot and no cases were noted. Needle used for injection was a 22 g/ 70 mm cannula. The patient found the physician on internet and contacted him (as a physician who had long term experience with radiesse®). The patient also asked the physician to show the original package of radiesse(+)® before injecting him. During the radiesse(+)® treatment, the patient was anxious interrupting the treatment few times (up to 10x). He stood up and wanted to see all in a mirror. After checking, he wanted to be injected further again. The patient was previously injected with radiesse® in (B)(6) (it was not clear when and if something else was injected). On (B)(6) 2019, during the radiesse(+)® treatment, the patient complained about asymmetry, and he was explained twice that slight edema and hematomas were normal. The physician also gave the patient an empty radiesse(+)® package with instructions for use in (B)(6). The patient was also told that he should see the physician after a week for check-up or at any time if any problems occur, but he had never returned back to see the physician. It was further reported by the patient that the patient still had indurations, but they were more like round nodules. The patient reported that he also had MRI, however, on these images no white matter was visible. Therefore, he and the attending physician had the suspicion that radiesse(+)® was not injected at all. It was planned to remove the nodules in week after this report and to examine them histologically to see if the patient was injected with radiesse(+)® at all. The outcome of "indurations" and "round nodules" was reported as not resolved, and for "edema" and "hematomas" it was not reported. The follow-up information was received on 23-may-2019: the case was upgraded to serious. The event "infection" was added. The patient mentioned that, one week after the injection, he had an infection in the injection site area, for which he was hospitalized for 6 days and treated with antibiotics. The patient also informed that he had a surgery on (B)(6) 2019, and that the nodules were removed. Since then, everything got better. The patient doubted that histology was performed, as he did not pay for it, but he was going to ask his physician again. As reported, it was evident that there were white crystals and it was certainly radiesse®. The patient was also going to send the results of CT, which was performed in the meantime, showing radiopaque material. He was also going to send the hospital records, after his vacation. Due to the provided information, the outcome of all events was considered as resolving, and for "round nodules" and "indurations" changed from not resolved.